Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient developed an mrsa infection and subsequently underwent an abutment removal where a cover screw was placed. The implanted device remains.

Manufacturer narrative:
It was reported the patient was treated with oral antibiotics and underwent skin revision surgery (date not reported). This report is filed on july 02, 2019.